Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 82 mg/dl, due to going a long period of time without eating, as the customer had taken a nap. The customer ate glucose tablets and a sandwich to address bg level. The customer stated that they must have consumed too many carbohydrates. Subsequently, the customer's bg level elevated to 245 mg/dl. The customer declined follow up regarding bg level. A recommendation was made for the customer to contact their healthcare provider regarding bg levels.